Manufacturer narrative:
Results of evaluation: conclusion: based on the information received and the visual examination, it was determined that the obturator armed intermittently. The endcap was dissembled and the knife collar found to be bent which may have caused the reported incident. No conclusion could be reached as to how this had occurred. Comments: co reviews each incident as it occurs in an effort to continuously improve product.

Event description:
The device was used during an unknown procedure. There was a safety shield malfunction. There was no consequence to the pt.